Event description:
Problem report: l5-s1 mis procedure. Psis pin located laterally per the doctors process. Viper prime instruments. The phantom registration was completed and when they completed the spin, the images wouldn't transfer to the velys system. They replaced the ethernet cable connecting the two devices and were able to get an image to transfer. They were prompted to do an anatomy check and it was inaccurate, so the doctor requested to manually push one of the previous images to the system. When completing the anatomy check on that image, the system showed that it was accurate. They proceeded to place the screws but noted that 1. The placement looked to be exactly to plan and 2. The robotic arm was rotated all the way around. The robotic station had to be placed where it was due to the patient's high bmi. They completed fluoro imaging in the ap and lateral planes and found that all four screws were off 5-7mm, three of which were on the high side in the disc space. They removed all the instrumentation and started over, completing the procedure using the system. The neuromonitoring noticed spikes during the initial screw placement but no spikes during the second placement. At of the time of the reporting of this complaint, there was no negative impact to the patient. Was this a robotic or navigation only procedure? Robotic.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.